Event description:
It was reported that during elective removal of a patient's generator and partial removal of the patient's lead the provider stated that he observed the electrodes to be in a very superficial position. His visual assessment was that the electrodes were not as deep as the carotid sheath. Although the electrodes were lined up as they would be if they were on the vagus nerve, the physician questioned whether they had come off the nerve. The physician did not dissect into the neck to remove the electrodes. A small portion of the lead (<1.5cm), including the electrode portion, was left implanted. Operative notes from the original implant of the lead were obtained and reviewed. The operative notes revealed a routine lead and generator implant procedure with no mention of superficial electrode placement or any unusual patient anatomy. The explanted generator and partial lead segment were discarded and are not available to be sent to the manufacturer for product analysis. Attempts for additional relevant information have been unsuccessful to date.